Event description:
Air appeared in the entire length of tubing below the filter during infusion of tpn fluid and would reappear after being removed. The air would first appear about a half hour after the sets were primed and would require 30 to 45 minutes to eliminate. Whether the sets were primed manually or with the pump did not make a difference. The experience spanned about a month and no one occasion. (4/3/97) the caregiver and the pt (husband) sat up all night to watch for air because it kept reappearing. All the air could not be removed and additional air kept collecting in the tubing. No pt harm or ill effects were sustained. The user was switched to an 80" tubing which has been used uneventfully. Add'l info (incorporated above) was received on 5/9/97, making the experience reportable. The same experience occurred with a different lot number.

Manufacturer narrative:
The set involved with the incident was not returned for analysis. However, co did receive 4 unopened tubings from the same lot number 22025hg. Each of the four sets were installed into an aim plus pump and primed. The first set had air bubbles observed on the distal side of the filter for approx 30 seconds of priming. The other three sets were primed without any air visible passing the distal end of the filter. The tubings were also immersed into water and no leaks were found. The air was escaping through the air vents.